Manufacturer narrative:
This event was found to be a duplicate of MFR #0001822565-2017-03819.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog #: 00541401501, gender solutions female (gsf) femoral component nonporous size 2, left, lot # 63609817. Catalog #: 00597206632, all poly patella standard size 32 mm diameter 8.5 mm thickness for cemented use only, lot # 73575727. Catalog #: 00542801109, articular surface ultracongruent "size 1 2 left 9 mm height", lot # 63337304. Customer has indicated that the product will not be returned to zimmer biomet for investigation due to device being still implanted in the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-04870.

Event description:
It was reported that the patient experienced swelling, redness, and pain after her left knee procedure. Patient states they have an allergy to nickel and cobalt.